Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced prolonged high blood glucose reported at 186 mg/dl after an unannounced, protein-heavy meal and again after a breakfast of eggs and avocado without announcing on the ilet system, while using an inset 23" 6 mm infusion set; the event was managed through troubleshooting and education with assignment to additional training. No adverse clinical symptoms associated with hyperglycemia reported. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed no device problem, with a usage problem identified related to improper or incorrect procedure involving the user interface. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and unintended use error.